Manufacturer narrative:
Report date: 30jan2019. Date rec'd by MFR: 14jan2019. Information was received that there was no patient involvement at the time of the event. The customer troubleshot with technical support and reviewed the power supply installation instructions. The customer was provided with parts and price for the power supply and denied any further repair/service of the device. Multiple attempts were made to obtain additional information on the repair/service of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 22jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator power supply failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The event date was not specified; estimate used.